Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was relocated for an unknown reason.

Manufacturer narrative:
An additional information was received that the reason for revision procedure was due to pocket discomfort. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was relocated for an unknown reason.